Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the remote home monitor issued an alert for a code that indicated the subcutaneous implantable cardioverter defibrillator (s-ICD) battery was depleting. Device data was sent to technical services (ts) for review as premature battery depletion was suspected. Upon review of the stored information, ts confirmed the device was depleting prematurely and suggested the device be explanted. Ts stated therapy remains unaffected at this time and discussed appropriate approximate change out time frames to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and replaced. It was noted that the patient has not signed the consent form for return and analysis of this product. The patient has maintained possession of the device. Thus, at this time the product is not expected to be returned.